Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the pump had insulin in reservoir chamber. The customer's blood glucose level was 420mg/dl. The customer treated the highs with manual injections. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.